Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they are stuck on basal and cannot get the device to fill itself up. The customer states the device will not rewind all the way. The customer's blood glucose level at the time was 400mg/dl. The customer states that during the call they were able to get the device to rewind. No further assistance was needed from the customer at this time.